Event description:
It was reported by service report that the head-end was stuck at high height, and would not go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: head-end lift was stuck at high height due to a broken lift motor coupler and a pinched sensor coil cord.